Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. It was reported to abbott, a patient stated they had high impedance on all contacts of their lead. The patient was considering explant or a revision. They wanted time to decide. On 1 apr 2024 the rep reported the patient has not reached back out in regard to a revision. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Manufacturer reference number: 3006705815-2024-01962. It was reported that patient's leads have high impedances on all contacts. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Correction: reportable aware date should have been 29apr2024 not 14may2024

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.